Manufacturer narrative:
A citi / full complaint investigation has reasonably suggested device malfunction. The severity of harm has been selected by the manufacturing site as s3. Summary of investigation/ conclusion on 21oct2019: based on the complaint narrative, the patient developed a bacterial infection following a tooth extraction where the product was used. Review of complaint description concludes there is no device malfunction. The field for device malfunction in citi is required to conditionally populate the severity ranking root cause: pfizer (site city name redacted) quality operations could not determine a probable root cause for the reported complaint related to the (city) production process of the reported batch. Examination of a returned complaint may have aided in identification of a root cause. All reviewed retained reference samples were acceptable in appearance, and no defects were observed. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer site. Impact analysis: quality of batch: acceptable the details of the reported complaint were forwarded to pfizer safety for evaluation due to the worst case severity level of s5 for the reported malfunction, as determined from a review of the device risk file for the product for evaluation of regulatory reportability. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo (city) concludes that there is no impact to the quality of the batch, and the batch remains acceptable. Corrective action: pfizer (city name redacted) quality operations and production have been notified with the details of the reported complaint. No corrective actions were identified as a result of this investigation at the time of this writing. The result.

Event description:
Infection/ tissue reaction infection [oral infection]; infection/ tissue reaction infection [tissue irritation]. Case description: this is a spontaneous report from a contactable healthcare professional on behalf of the dentist (dental assistant), previously reported as a consumer. This dental assistant reported similar events for three patients. This is second of three reports. An 82-year-old female patient started to receive absorbable gelatin (gelfoam) with device lot number x34383 and expiration date 31may2021 following tooth extraction; route of administration, dosage unspecified. The dental assistant describes sponges as size 4, 4 square centimeters, 2x2, 1/2 square inch, three quarters by three quarters. The upc number was 300090396053. On follow-up , the dental assistant provided upc from envelope of product which reportedly did not match upc of box: 10300090396050. She described the packaging as a box containing envelopes of individual foams; "there was a big envelope and a little envelope that contains the product." There were 12 squares (also described as 12 little gelfoam sponges), with two in a pack, contained in a paper sleeve. It was in a sealed package around gelfoam. The product is double packaged for sterility, 6 packs in two envelopes. There are two envelopes that are not even opened. The patient's medical history was not reported. With respect to concomitant medications, the dental assistant declined to provide any, stating, "none should have affected the healing stages of it." The patient had an infection after using the product for a tooth extraction. The onset date of the event was (B)(6) 2019, considered non-serious by the reporter. The dental assistant reported that since the last shipment received in (B)(6), they had no trouble at all; until they had three patients in the last month who all became infected 'and all that.' She indicated that the doctor wanted her to call and check base about the product. She asked if there was any information on whether the product had been on recall. She said that the doctor has done extractions since the adverse events occurred with the patients, and not used gelfoam, with no further events occurring. No infections were reported when the practice stopped using gelfoam. She said there may be nothing wrong with the product, but for them to have three back to back patients that had trouble with infection after extraction, did make them want to find out if could be related. All three patients had gelfoam which came from the same box; and the dental assistant said she does not fill the box back up until all are completely gone. She said in the last two extractions where gelfoam was not used, the patients have been fine. She added that the doctor likes to use the product and is waiting to know if there has been a recall, or something to continue use. The patient was treated for the event with cephalexin (keflex) 500 mg by mouth three times daily. The dental assistant reported that she had not heard back from any of the patients since they started antibiotic treatment, but 'they should be fully healed by now.' With respect to causality, the dental assistant reported there was a reasonable possibility that the event was related to gelfoam, and stated, "yes, not necessarily caused by gelfoam, but 'they' think it is related to the infection. As of (B)(6) 2019, the action taken was unknown. As of (B)(6) 2019, the patient was recovering from the event. Follow-up (14may2019): new information reported from the contactable dental assistant includes: reporter information (initial reporter was a healthcare professional, not a consumer); event data including onset date and treatment, product description/ indication, reporter seriousness and causality assessments. Follow-up (15may2019 & 16may2019): this is a follow-up spontaneous report from product quality complaint. A complaint has been received by pfizer (city name redacted) with reasonable suspicion of a malfunction. Impact to the device: device interferes with wound healing, with an associated worst case severity of s5. The complaint verbatim is as follows: description of complaint: gelfoam product potentially causing ae of infection. Product strength and count size dispensed: unknown, 12 little gelfoam sponges. Hazardous situation (worst case severity s5): product contains foreign particulate matter. Previous mdrs: case may be associated for infection in an ear; case may be associated for irritation around the application site and case may be associated for application site abscess. The complaint is to be evaluated for MDR. Follow-up (17may2019): this is a follow-up report from a contactable healthcare professional and physician, based on information received by pfizer from henry schein inc, hsi control #: (B)(4). The product description was gelfoam dental pak size 4. Lot or serial number: unknown. Event type: division: dental. Product brand product brand: branded product non-(company name). Event type: adverse event. Reportable by hs: no. Product description: gelfoam dental pak size 4. Product information: will affected product be available for evaluation: no. Item description: gelfoam dental pak size 4. Incident information: date of incident: (B)(6) 2019. Problem code: 1735 (infection, bacterial). Supplier corrective action request: general information: date of report: 17may2019. Alleged event: customer claims patients contracted bacterial infections after tooth extraction's on 2 male (age 70 & 69) and 1 female (age 82) patients. The female has multiple allergies and the males have no known allergies. After the extraction's the area in contact with the gelfoam sponge became swollen and infected. All 3 patients were prescribed 500mg of keflex 3x a day. There was no additional medical attention required. The lot number was not able to be provided as the product was already packaged to be returned. Description of adverse event or product quality issue: (e.g. Symptoms or effect, treatment received, quality issue): customer claims patients contracted bacterial infections after tooth extraction's on 2 male (age 70 & 69) and 1 female (age 82) patients. The female has multiple allergies and the males have no known allergies. After the extraction's the area in contact with the gelfoam sponge became swollen and infected. All 3 patients were prescribed 500mg of keflex 3x a day. There was no additional medical attention required. The lot number was not able to be provided as the product was already packaged to be returned. Follow-up (28may2019): this is a follow-up report received from a product quality complaints group. The site confirms that there was no malfunction in this case. The complaint was escalated to safety due to the severity of the hazard for the complaint being high enough to require that action. Follow-up attempts are completed. No further information is expected. Follow-up (14jun2019): the contactable physician (dentist) reported event of tissue reaction infection, with onset date of 24-48 hours. There was no hospitalization for the event. The patient was treated with cephalexin (keflex) 500 mg thrice daily from (B)(6) 2019 to (B)(6) 2019 for the infection in site. The patient's medical history included increased blood pressure, arthritis, seasonal allergies, low thyroid, and asthma. There was no relevant drug history, no drug or alcohol abuse, and no family medical history. She was allergic to codeine. As of (B)(6) 2019, the patient was recovering from the event. The physician reported that the product had a causal effect to the event; and also reported that there was a there a reasonable possibility that the event is related to suspect device. Follow-up attempts are completed. No further information is expected. Follow-up (19jun2019): this is a follow-up spontaneous report based on information received by pfizer from henry schein inc. (Hsi control #: (B)(4)) from a contactable other hcp and physician reported for a female patient. New information included: the affected product will be available for evaluation. Follow-up attempts are completed. No further information is expected. Follow-up (25jun2019): this is a follow-up spontaneous report from product quality complaints. A brief summary of this citi / full complaint investigation is listed below: reasonably suggest device malfunction: yes. Severity of harm: s5. Product desc: gelfoam sterile dental sponge size 4 x 6, complaint priority: expedited. Complaint class: foreign object/contamination. Complaint sub-class: unidentifiable material in contact with product. Related to potential ae?: yes. Lot-#: x34383. Status: investigation in progress. UDI (if appl): (B)(4). Sample was not requested as potentially biohazardous. Photos not available. Sample retrieval mailer created to return product sample for investigation per site request. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. Additionally, the details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability as the worst case severity for the reported malfunction is s5. Further action by pfizer is not required. Pfizer quality operations examined seven retained reference sample cartons. The cartons were labeled gelfoam, batch x34383, exp 31may2021. No damage was present on the cartons. Six of the cartons contained six peel pouches, labeled gelfoam, lot x34383, exp 31may2021. One carton contained five peel pouches; one pouch had been removed as a part of a previous investigation. An insert was inside each carton. All peel pouches were properly sealed, and no damage was present. No product quality defects were observed. Retain samples were examined and were acceptable. No additional containment actions are required. Follow-up attempts are completed. No further information is expected. Follow-up (28jun2019): this is a follow-up report received from product quality complaints. A complaint has been received by pfizer (city redacted) with reasonable suspicion of a malfunction. Impact to the device: device interferes with wound healing, with an associated worst case severity of s5. Hazardous situation (worst case severity s5): product contains foreign particulate matter hazard number: h03-03. Previous MDR: a case (number not provided) may be associated for infection in an ear; a case (number not provided) may be associated for irritation around the application site, and a case (number not provided) may be associated for application site abscess. The complaint is to be evaluated for MDR. Batch-expiry year: 2021; batch-expiry month: 05. Related lot#: x34455; related lot#: x34456. Root cause: pfizer (site city name redacted) quality operations could not determine a probable root cause for the reported complaint related to the (city redacted) production process of the reported batch. Examination of a returned complaint may have aided in identification of a root cause. All reviewed retained reference samples were acceptable in appearance, and no defects were observed. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer site. Impact analysis: quality of batch: acceptable the details of the reported complaint were forwarded to pfizer safety for evaluation due to the worst case severity level of s5 for the reported malfunction, as determined from a review of the device risk file for the product for evaluation of regulatory reportability. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo (city redacted) concludes that there is no impact to the quality of the batch, and the batch remains acceptable. Corrective action: pfizer (city redacted) quality operations and production have been notified with the details of the reported complaint. No corrective actions were identified as a result of this investigation at the time of this writing. The results of all tests, inspections, and in-process controls have been reviewed and all results met the established requirements prior to the release of the reported batch for distribution. The retained reference samples for the reported batch were found to be acceptable with no quality defects observed. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The details of the complaint have been forwarded to pfizer safety for evaluation of regulatory reportability, and forwarded to the mdcp team for review. Further action by pfizer (city name) is not required. Trend/ complaint history: lot-specific trend identified: no batch specific trend review: n/a complete - acceptable other trend assmt. & rationale: medical device component trend review: complete - acceptable batch specific trend review: complete - acceptable medical device trend analysis: complete - acceptable medical device report review: complete - acceptable the complaint history for products with the product category defined as 'absorbable material - foam' has been reviewed. The following parameters were used: - product category: absorbable material - foam - time period: (B)(6) 2016 - (B)(6) 2019 - complaint classification: foreign object/contamination the results of the above query were further evaluated by date contacted, and then also by the classification 'foreign object/contamination.' There was a month that included a higher than normal number of complaints; however, this was due to the receipt of the single reported complaint that is being investigated here. Additionally, the results of the above query were further evaluated by date contacted, and then also by a sub-class of 'unidentifiable material in contact with product.' There was a month that included a higher than normal number of complaints; however, this was due to the receipt of the single reported complaint that is being investigated here. No negative trend in regards to product quality was identified. Amendment: this follow-up report is being submitted to amend previously reported information: product problem checked on the medwatch information page. Follow-up (14may2019): this follow-up report is being submitted to upgrade this case to a reportable serious injury MDR. Additional information received on 21oct2019 from the product quality complaints department includes additional investigation results. Severity of harm: s3. Failure mode: bacterial infection. Is a sample of the product available to be returned, if requested: yes. Site sample status: not received. Summary of investigation/ conclusion: based on the complaint narrative, the patient developed a bacterial infection following a tooth extraction where the product was used. Review of complaint description concludes there is no device malfunction. Company clinical evaluation comment: based on information available, the reported event "infection/ tissue reaction infection" was likely tissue reaction/ absorption issue which is consistent with product labeling, and the factors likely impacted the tissue reaction could be the amount used, degree of saturation with blood or other fluids, etc. The suspected oral infection was not confirmed by any lab data, and not supported by obvious clinical symptoms/signs (there was no purulent or other bacterial infection evidence). Surgery/operation in oral cavity is risk factor for infection, and oral antibiotics after a tooth extraction for prevention purpose is reasonable. Company causality between the onset of the event and the use of the gelfoam cannot be excluded, due to temporal relationship. Therefore, the case meets "serious injury" medical device reporting (MDR) criteria. The company conducted an investigation, returned sample requested but not received. Retain samples were examined and were acceptable. Medical device component trend review and batch specific trend review as well as medical device trend analysis are complete, and all acceptable. Review of complaint description concludes there is no device malfunction. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Root cause: pfizer (site city name redacted) quality operations could not determine a probable root cause for the reported complaint related to the (city) production process of the reported batch. Examination of a returned complaint may have aided in identification of a root cause. All reviewed retained reference samples were acceptable in appearance, and no defects were observed. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer site. Impact analysis: quality of batch: acceptable the details of the reported complaint were forwarded to pfizer safety for evaluation due to the worst case severity level of s5 for the reported malfunction, as determined from a review of the device risk file for the product for evaluation of regulatory reportability. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo (city) concludes that there is no impact to the quality of the batch, and the batch remains acceptable. Corrective action: pfizer (city name redacted) quality operations and production have been notified with the details of the reported complaint. No corrective actions were identified as a result of this investigation at the time of this writing. The results of all tests, inspections, and in-process controls have been reviewed and all results met the established requirements prior to the release of the reported batch for distribution. The retained reference samples for the reported batch were found to be acceptable with no quality defects observed. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The details of the complaint have been forwarded to pfiz.

Event description:
Infection/ tissue reaction infection [oral infection]. Infection/ tissue reaction infection [tissue irritation]. Case description: this is a spontaneous report from a contactable healthcare professional on behalf of the dentist (dental assistant), previously reported as a consumer. This dental assistant reported similar events for three patients. This is second of three reports. An 82-year-old female patient started to receive absorbable gelatin (gelfoam) with device lot number: x34383 and expiration date: 21may2021 following tooth extraction; route of administration, dosage unspecified. The dental assistant describes sponges as size 4, 4 square centimeters, 2x2, 1/2 square inch, three quarters by three quarters. The upc number was 300090396053. On follow-up , the dental assistant provided upc from envelope of product which reportedly did not match upc of box: 10300090396050. She described the packaging as a box containing envelopes of individual foams; "there was a big envelope and a little envelope that contains the product." There were 12 squares (also described as 12 little gelfoam sponges), with two in a pack, contained in a paper sleeve. It was in a sealed package around gelfoam. The product is double packaged for sterility, 6 packs in two envelopes. There are two envelopes that are not even opened. The patient's medical history was not reported. With respect to concomitant medications, the dental assistant declined to provide any, stating, "none should have affected the healing stages of it." The patient had an infection after using the product for a tooth extraction. The onset date of the event was on (B)(6) 2019, considered non-serious by the reporter. The dental assistant reported that since the last shipment received in january, they had no trouble at all; until they had three patients in the last month who all became infected 'and all that.' She indicated that the doctor wanted her to call and check base about the product. She asked if there was any information on whether the product had been on recall. She said that the doctor has done extractions since the adverse events occurred with the patients, and not used gelfoam, with no further events occurring. No infections were reported when the practice stopped using gelfoam. She said there may be nothing wrong with the product, but for them to have three back to back patients that had trouble with infection after extraction, did make them want to find out if could be related. All three patients had gelfoam which came from the same box; and the dental assistant said she does not fill the box back up until all are completely gone. She said in the last two extractions where gelfoam was not used, the patients have been fine. She added that the doctor likes to use the product and is waiting to know if there has been a recall, or something to continue use. The patient was treated for the event with cephalexin (keflex) 500 mg by mouth three times daily. The dental assistant reported that she had not heard back from any of the patients since they started antibiotic treatment, but 'they should be fully healed by now.' With respect to causality, the dental assistant reported there was a reasonable possibility that the event was related to gelfoam, and stated, "yes, not necessarily caused by gelfoam, but 'they' think it is related to the infection. As of 14may2019, the action taken was unknown. As of on (B)(6) 2019, the patient was recovering from the event. Follow-up (14may2019): new information reported from the contactable dental assistant includes: reporter information (initial reporter was a healthcare professional, not a consumer); event data including onset date and treatment, product description/ indication, reporter seriousness and causality assessments. Follow-up (15may2019 & 16may2019): this is a follow-up spontaneous report from product quality complaint. A complaint has been received by pfizer (city name redacted) with reasonable suspicion of a malfunction. Impact to the device: device interferes with wound healing, with an associated worst case severity of s5. The complaint verbatim is as follows: description of complaint: gelfoam product potentially causing ae of infection. Product strength and count size dispensed: unknown, 12 little gelfoam sponges. Hazardous situation (worst case severity s5): product contains foreign particulate matter. Previous mdrs: case may be associated for infection in an ear; case may be associated for irritation around the application site and case may be associated for application site abscess. The complaint is to be evaluated for MDR. Follow-up (17may2019): this is a follow-up report from a contactable healthcare professional and physician, based on information received by pfizer from henry schein inc, hsi control #: 94566. The product description was gelfoam dental pak size 4. Lot or serial number: unknown. Event type: division: dental. Product brand product brand: branded product non-(company name). Event type: adverse event. Reportable by hs: no. Product description: gelfoam dental pak size 4. Product information: will affected product be available for evaluation: no. Item description: gelfoam dental pak size 4. Incident information: date of incident: on (B)(6) 2019. Problem code: 1735 (infection, bacterial). Supplier corrective action request: general information: date of report: 17may2019. Alleged event: customer claims patients contracted bacterial infections after tooth extraction's on 2 male (age 70 & 69) and 1 female (age 82) patients. The female has multiple allergies and the males have no known allergies. After the extraction's the area in contact with the gelfoam sponge became swollen and infected. All 3 patients were prescribed 500mg of keflex 3x a day. There was no additional medical attention required. The lot number was not able to be provided as the product was already packaged to be returned. Description of adverse event or product quality issue: (e.g. Symptoms or effect, treatment received, quality issue): customer claims patients contracted bacterial infections after tooth extraction's on 2 male (age 70 & 69) and 1 female (age 82) patients. The female has multiple allergies and the males have no known allergies. After the extraction's the area in contact with the gelfoam sponge became swollen and infected. All 3 patients were prescribed 500mg of keflex 3x a day. There was no additional medical attention required. The lot number was not able to be provided as the product was already packaged to be returned. Follow-up (28may2019): this is a follow-up report received from a product quality complaints group. The site confirms that there was no malfunction in this case. The complaint was escalated to safety due to the severity of the hazard for the complaint being high enough to require that action. Follow-up attempts are completed. No further information is expected. Follow-up (14jun2019): the contactable physician (dentist) reported event of tissue reaction infection, with onset date of 24-48 hours. There was no hospitalization for the event. The patient was treated with cephalexin (keflex) 500 mg thrice daily from on (B)(6) 2019 for the infection in site. The patient's medical history included increased blood pressure, arthritis, seasonal allergies, low thyroid, and asthma. There was no relevant drug history, no drug or alcohol abuse, and no family medical history. She was allergic to codeine. As of on (B)(6) 2019, the patient was recovering from the event. The physician reported that the product had a causal effect to the event; and also reported that there was a there a reasonable possibility that the event is related to suspect device. Follow-up attempts are completed. No further information is expected. Follow-up (19jun2019): this is a follow-up spontaneous report based on information received by pfizer from henry schein inc. (Hsi control #: 94566) from a contactable other hcp and physician reported for a female patient. New information included: the affected product will be available for evaluation. Follow-up attempts are completed. No further information is expected. Follow-up (25jun2019): this is a follow-up spontaneous report from product quality complaints. A brief summary of this citi / full complaint investigation is listed below: reasonably suggest device malfunction: yes. Severity of harm: s5. Product desc: gelfoam sterile dental sponge size 4 x 6, complaint priority: expedited. Complaint class: foreign object/contamination. Complaint sub-class: unidentifiable material in contact with product. Related to potential ae?: yes. Lot-#: x34383. Status: investigation in progress. UDI (if appl): (B)(4). Sample was not requested as potentially biohazardous. Photos not available. Sample retrieval mailer created to return product sample for investigation per site request. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. Additionally, the details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability as the worst case severity for the reported malfunction is s5. Further action by pfizer is not required. Pfizer quality operations examined seven retained reference sample cartons. The cartons were labeled gelfoam, batch: x34383, exp 31may2021. No damage was present on the cartons. Six of the cartons contained six peel pouches, labeled gelfoam, lot: x34383, exp 31may2021. One carton contained five peel pouches; one pouch had been removed as a part of a previous investigation. An insert was inside each carton. All peel pouches were properly sealed, and no damage was present. No product quality defects were observed. Retain samples were examined and were acceptable. No additional containment actions are required. Follow-up attempts are completed. No further information is expected. Follow-up (28jun2019): this is a follow-up report received from product quality complaints. A complaint has been received by pfizer (city redacted) with reasonable suspicion of a malfunction. Impact to the device: device interferes with wound healing, with an associated worst case severity of s5. Hazardous situation (worst case severity s5): product contains foreign particulate matter hazard number: h03-03. Previous MDR: a case (number not provided) may be associated for infection in an ear; a case (number not provided) may be associated for irritation around the application site, and a case (number not provided) may be associated for application site abscess. The complaint is to be evaluated for MDR. Batch-expiry year: 2021; batch-expiry month: 05. Related lot#: x34455; related lot#: x34456. Root cause: pfizer (site city name redacted) quality operations could not determine a probable root cause for the reported complaint related to the (city redacted) production process of the reported batch. Examination of a returned complaint may have aided in identification of a root cause. All reviewed retained reference samples were acceptable in appearance, and no defects were observed. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer site. Impact analysis: quality of batch: acceptable the details of the reported complaint were forwarded to pfizer safety for evaluation due to the worst case severity level of s5 for the reported malfunction, as determined from a review of the device risk file for the product for evaluation of regulatory reportability. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo (city redacted) concludes that there is no impact to the quality of the batch, and the batch remains acceptable. Corrective action: pfizer (city redacted) quality operations and production have been notified with the details of the reported complaint. No corrective actions were identified as a result of this investigation at the time of this writing. The results of all tests, inspections, and in-process controls have been reviewed and all results met the established requirements prior to the release of the reported batch for distribution. The retained reference samples for the reported batch were found to be acceptable with no quality defects observed. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The details of the complaint have been forwarded to pfizer safety for evaluation of regulatory reportability, and forwarded to the mdcp team for review. Further action by pfizer (city name) is not required. Trend/ complaint history: lot-specific trend identified: no. Batch specific trend review: n/a. Complete - acceptable. Other trend assmt. & rationale: medical device component trend review: complete - acceptable. Batch specific trend review: complete - acceptable. Medical device trend analysis: complete - acceptable. Medical device report review: complete - acceptable. The complaint history for products with the product category defined as 'absorbable material - foam' has been reviewed. The following parameters were used: product category: absorbable material - foam. Time period: 14may2016 - 14may2019. Complaint classification: foreign object/contamination. The results of the above query were further evaluated by date contacted, and then also by the classification 'foreign object/contamination.' There was a month that included a higher than normal number of complaints; however, this was due to the receipt of the single reported complaint that is being investigated here. Additionally, the results of the above query were further evaluated by date contacted, and then also by a sub-class of 'unidentifiable material in contact with product.' There was a month that included a higher than normal number of complaints; however, this was due to the receipt of the single reported complaint that is being investigated here. No negative trend in regards to product quality was identified. Company clinical evaluation comment: the reported event "infection/ tissue reaction infection" did not cause serious injury in this patient. Product (gelfoam) contamination was not clearly reported by the reporting dental assistant and there was no purulent or obvious clinical symptoms/signs or any lab data to support bacterial infection, even oral antibiotics was given to the patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient and result in deterioration in state of health of the patient, if it were to recur. The company conducted an investigation, and no further investigations or actions are suggested at this time. Retain samples were examined and were acceptable. No additional containment actions are required.

Event description:
Event verbatim [preferred term] infection/ tissue reaction infection [oral infection], infection/ tissue reaction infection [tissue irritation], , narrative: this is a spontaneous report from a contactable healthcare professional on behalf of the dentist (dental assistant), previously reported as a consumer. This dental assistant reported similar events for three patients. This is second of three reports. An 82-year-old female patient started to receive absorbable gelatin (gelfoam) with device lot number x34383 and expiration date 31may2021 following tooth extraction; route of administration, dosage unspecified. The dental assistant describes sponges as size 4, 4 square centimeters, 2x2, 1/2 square inch, three quarters by three quarters. The upc number was 300090396053. On follow-up , the dental assistant provided upc from envelope of product which reportedly did not match upc of box: 10300090396050. She described the packaging as a box containing envelopes of individual foams; "there was a big envelope and a little envelope that contains the product." There were 12 squares (also described as 12 little gelfoam sponges), with two in a pack, contained in a paper sleeve. It was in a sealed package around gelfoam. The product is double packaged for sterility, 6 packs in two envelopes. There are two envelopes that are not even opened. The patient's medical history was not reported. With respect to concomitant medications, the dental assistant declined to provide any, stating, "none should have affected the healing stages of it." The patient had an infection after using the product for a tooth extraction. The onset date of the event was (B)(6) 2019, considered non-serious by the reporter. The dental assistant reported that since the last shipment received in january, they had no trouble at all; until they had three patients in the last month who all became infected 'and all that.' She indicated that the doctor wanted her to call and check base about the product. She asked if there was any information on whether the product had been on recall. She said that the doctor has done extractions since the adverse events occurred with the patients, and not used gelfoam, with no further events occurring. No infections were reported when the practice stopped using gelfoam. She said there may be nothing wrong with the product, but for them to have three back to back patients that had trouble with infection after extraction, did make them want to find out if could be related. All three patients had gelfoam which came from the same box; and the dental assistant said she does not fill the box back up until all are completely gone. She said in the last two extractions where gelfoam was not used, the patients have been fine. She added that the doctor likes to use the product and is waiting to know if there has been a recall, or something to continue use. The patient was treated for the event with cephalexin (keflex) 500 mg by mouth three times daily. The dental assistant reported that she had not heard back from any of the patients since they started antibiotic treatment, but 'they should be fully healed by now.' With respect to causality, the dental assistant reported there was a reasonable possibility that the event was related to gelfoam, and stated, "yes, not necessarily caused by gelfoam, but 'they' think it is related to the infection. As of (B)(6) 2019, the action taken was unknown. As of (B)(6) 2019, the patient was recovering from the event. Follow-up (14may2019): new information reported from the contactable dental assistant includes: reporter information (initial reporter was a healthcare professional, not a consumer); event data including onset date and treatment, product description/ indication, reporter seriousness and causality assessments. Follow-up (15may2019 & 16may2019): this is a follow-up spontaneous report from product quality complaint. A complaint has been received by pfizer (city name redacted) with reasonable suspicion of a malfunction. Impact to the device: device interferes with wound healing, with an associated worst case severity of s5. The complaint verbatim is as follows: description of complaint: gelfoam product potentially causing ae of infection. Product strength and count size dispensed: unknown, 12 little gelfoam sponges. Hazardous situation (worst case severity s5): product contains foreign particulate matter. Previous mdrs: case may be associated for infection in an ear; case may be associated for irritation around the application site and case may be associated for application site abscess. The complaint is to be evaluated for MDR. Follow-up (17may2019): this is a follow-up report from a contactable healthcare professional and physician, based on information received by pfizer from (B)(6), hsi control #: (B)(6). The product description was gelfoam dental pak size 4. Lot or serial number: unknown. Event type: division: dental. Product brand product brand: branded product non-(company name). Event type: adverse event. Reportable by hs: no. Product description: gelfoam dental pak size 4. Product information: will affected product be available for evaluation: no. Item description: gelfoam dental pak size 4. Incident information: date of incident: (B)(6) 2019. Problem code: 1735 (infection, bacterial). Supplier corrective action request: general information: date of report: 17may2019. Alleged event: customer claims patients contracted bacterial infections after tooth extraction's on 2 male (age 70 & 69) and 1 female (age 82) patients. The female has multiple allergies and the males have no known allergies. After the extraction's the area in contact with the gelfoam sponge became swollen and infected. All 3 patients were prescribed 500mg of keflex 3x a day. There was no additional medical attention required. The lot number was not able to be provided as the product was already packaged to be returned. Description of adverse event or product quality issue: (e.g. Symptoms or effect, treatment received, quality issue): customer claims patients contracted bacterial infections after tooth extraction's on 2 male (age 70 & 69) and 1 female (age 82) patients. The female has multiple allergies and the males have no known allergies. After the extraction's the area in contact with the gelfoam sponge became swollen and infected. All 3 patients were prescribed 500mg of keflex 3x a day. There was no additional medical attention required. The lot number was not able to be provided as the product was already packaged to be returned. Follow-up (28may2019): this is a follow-up report received from a product quality complaints group. The site confirms that there was no malfunction in this case. The complaint was escalated to safety due to the severity of the hazard for the complaint being high enough to require that action. Follow-up attempts are completed. No further information is expected. Follow-up (14jun2019): the contactable physician (dentist) reported event of tissue reaction infection, with onset date of 24-48 hours. There was no hospitalization for the event. The patient was treated with cephalexin (keflex) 500 mg thrice daily from (B)(6) 2019 to (B)(6) 2019 for the infection in site. The patient's medical history included increased blood pressure, arthritis, seasonal allergies, low thyroid, and asthma. There was no relevant drug history, no drug or alcohol abuse, and no family medical history. She was allergic to codeine. As of (B)(6) 2019, the patient was recovering from the event. The physician reported that the product had a causal effect to the event; and also reported that there was a there a reasonable possibility that the event is related to suspect device. Follow-up attempts are completed. No further information is expected. Follow-up (19jun2019): this is a follow-up spontaneous report based on information received by pfizer from (B)(6). (Hsi control #: (B)(6)) from a contactable other hcp and physician reported for a female patient. New information included: the affected product will be available for evaluation. Follow-up attempts are completed. No further information is expected. Follow-up (25jun2019): this is a follow-up spontaneous report from product quality complaints. A brief summary of this citi / full complaint investigation is listed below: reasonably suggest device malfunction: yes. Severity of harm: s5. Product desc: gelfoam sterile dental sponge size 4 x 6, complaint priority: expedited. Complaint class: foreign object/contamination. Complaint sub-class: unidentifiable material in contact with product. Related to potential ae?: yes. Lot-#: x34383. Status: investigation in progress. UDI (if appl): (B)(4). Sample was not requested as potentially biohazardous. Photos not available. Sample retrieval mailer created to return product sample for investigation per site request. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. Additionally, the details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability as the worst case severity for the reported malfunction is s5. Further action by pfizer is not required. Pfizer quality operations examined seven retained reference sample cartons. The cartons were labeled gelfoam, batch x34383, exp 31may2021. No damage was present on the cartons. Six of the cartons contained six peel pouches, labeled gelfoam, lot x34383, exp 31may2021. One carton contained five peel pouches; one pouch had been removed as a part of a previous investigation. An insert was inside each carton. All peel pouches were properly sealed, and no damage was present. No product quality defects were observed. Retain samples were examined and were acceptable. No additional containment actions are required. Follow-up attempts are completed. No further information is expected. Follow-up (28jun2019): this is a follow-up report received from product quality complaints. A complaint has been received by pfizer (city redacted) with reasonable suspicion of a malfunction. Impact to the device: device interferes with wound healing, with an associated worst case severity of s5. Hazardous situation (worst case severity s5): product contains foreign particulate matter hazard number: h03-03. Previous MDR: a case (number not provided) may be associated for infection in an ear; a case (number not provided) may be associated for irritation around the application site, and a case (number not provided) may be associated for application site abscess. The complaint is to be evaluated for MDR. Batch-expiry year: 2021; batch-expiry month: 05. Related lot#: x34455; related lot#: x34456. Root cause: pfizer (site city name redacted) quality operations could not determine a probable root cause for the reported complaint related to the (city redacted) production process of the reported batch. Examination of a returned complaint may have aided in identification of a root cause. All reviewed retained reference samples were acceptable in appearance, and no defects were observed. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer site. Impact analysis: quality of batch: acceptable the details of the reported complaint were forwarded to pfizer safety for evaluation due to the worst case severity level of s5 for the reported malfunction, as determined from a review of the device risk file for the product for evaluation of regulatory reportability. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo (city redacted) concludes that there is no impact to the quality of the batch, and the batch remains acceptable. Corrective action: pfizer (city redacted) quality operations and production have been notified with the details of the reported complaint. No corrective actions were identified as a result of this investigation at the time of this writing. The results of all tests, inspections, and in-process controls have been reviewed and all results met the established requirements prior to the release of the reported batch for distribution. The retained reference samples for the reported batch were found to be acceptable with no quality defects observed. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The details of the complaint have been forwarded to pfizer safety for evaluation of regulatory reportability, and forwarded to the mdcp team for review. Further action by pfizer (city name) is not required. Trend/ complaint history: lot-specific trend identified: no batch specific trend review: n/a complete - acceptable other trend assmt. & rationale: medical device component trend review: complete - acceptable batch specific trend review: complete - acceptable medical device trend analysis: complete - acceptable medical device report review: complete - acceptable the complaint history for products with the product category defined as 'absorbable material - foam' has been reviewed. The following parameters were used: - product category: absorbable material - foam - time period: (B)(6) 2016 - (B)(6) 2019. - complaint classification: foreign object/contamination. The results of the above query were further evaluated by date contacted, and then also by the classification 'foreign object/contamination.' There was a month that included a higher than normal number of complaints; however, this was due to the receipt of the single reported complaint that is being investigated here. Additionally, the results of the above query were further evaluated by date contacted, and then also by a sub-class of 'unidentifiable material in contact with product.' There was a month that included a higher than normal number of complaints; however, this was due to the receipt of the single reported complaint that is being investigated here. No negative trend in regards to product quality was identified. Amendment: this follow-up report is being submitted to amend previously reported information: product problem checked on the medwatch information page. Follow-up (14may2019): this follow-up report is being submitted to upgrade this case to a reportable serious injury MDR. Additional information received on 21oct2019 from the product quality complaints department includes additional investigation results. Severity of harm: s3. Failure mode: bacterial infection. Is a sample of the product available to be returned, if requested: yes. Site sample status: not received. Summary of investigation/ conclusion: based on the complaint narrative, the patient developed a bacterial infection following a tooth extraction where the product was used. Review of complaint description concludes there is no device malfunction. Company clinical evaluation comment: based on information available, the reported event "infection/ tissue reaction infection" was likely tissue reaction/ absorption issue which is consistent with product labeling, and the factors likely impacted the tissue reaction could be the amount used, degree of saturation with blood or other fluids, etc. The suspected oral infection was not confirmed by any lab data, and not supported by obvious clinical symptoms/signs (there was no purulent or other bacterial infection evidence). Surgery/operation in oral cavity is risk factor for infection, and oral antibiotics after a tooth extraction for prevention purpose is reasonable. Company causality between the onset of the event and the use of the gelfoam cannot be excluded, due to temporal relationship. Therefore, the case meets "serious injury" medical device reporting (MDR) criteria. The company conducted an investigation, returned sample requested but not received. Retain samples were examined and were acceptable. Medical device component trend review and batch specific trend review as well as medical device trend analysis are complete, and all acceptable. Review of complaint description concludes there is no device malfunction. Follow-up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to notify us food and drug administration (FDA) that MFR report number 1810189-2019-00069 and MFR report number 1810189-2019-00072 are duplicate. All subsequent follow-up information will be reported under MFR report number 1810189-2019-00069. MFR report number 1810189-2019-00072 is to be considered as deleted., comment: based on information available, the reported event "infection/ tissue reaction infection" was likely tissue reaction/ absorption issue which is consistent with product labeling, and the factors likely impacted the tissue reaction could be the amount used, degree of saturation with blood or other fluids, etc. The suspected oral infection was not confirmed by any lab data, and not supported by obvious clinical symptoms/signs (there was no purulent or other bacterial infection evidence). Surgery/operation in oral cavity is risk factor for infection, and oral antibiotics after a tooth extraction for prevention purpose is reasonable. Company causality between the onset of the event and the use of the gelfoam cannot be excluded, due to temporal relationship. Therefore, the case meets "serious injury" medical device reporting (MDR) criteria. The company conducted an investigation, returned sample requested but not received. Retain samples were examined and were acceptable. Medical device component trend review and batch specific trend review as well as medical device trend analysis are complete, and all acceptable. Review of complaint description concludes there is no device malfunction.

Manufacturer narrative:
A citi / full complaint investigation has reasonably suggested device malfunction. The severity of harm has been selected by the manufacturing site as s3. Summary of investigation/ conclusion on 21oct2019: based on the complaint narrative, the patient developed a bacterial infection following a tooth extraction where the product was used. Review of complaint description concludes there is no device malfunction. The field for device malfunction in citi is required to conditionally populate the severity ranking root cause: pfizer (site city name redacted) quality operations could not determine a probable root cause for the reported complaint related to the (city) production process of the reported batch. Examination of a returned complaint may have aided in identification of a root cause. All reviewed retained reference samples were acceptable in appearance, and no defects were observed. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer site. Impact analysis: quality of batch: acceptable the details of the reported complaint were forwarded to pfizer safety for evaluation due to the worst case severity level of s5 for the reported malfunction, as determined from a review of the device risk file for the product for evaluation of regulatory reportability. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo (city) concludes that there is no impact to the quality of the batch, and the batch remains acceptable. Corrective action: pfizer (city name redacted) quality operations and production have been notified with the details of the reported complaint. No corrective actions were identified as a result of this investigation at the time of this writing. The results of all tests, inspections, and in-process controls have been reviewed and all results met the established requirements prior to the release of the reported batch for distribution. The retained reference samples for the reported batch were found to be acceptable with no quality defects observed. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The details of the complaint have been forwarded to pfizer safety for evaluation of regulatory reportability, and forwarded to the mdcp team for review. Further action by pfizer (city name) is not required. Trend/ complaint history: lot-specific trend identified: no batch specific trend review: n/a complete - acceptable other trend assmt. & rationale: medical device component trend review: complete - acceptable batch specific trend review: complete - acceptable medical device trend analysis: complete - acceptable medical device report review: complete - acceptable the complaint history for products with the product category defined as ¿absorbable material ¿ foam¿ has been reviewed. The following parameters were used: - product category: absorbable material - foam - time period: (B)(6) 2016 ¿ (B)(6) 2019 - complaint classification: foreign object/contamination the results of the above query were further evaluated by date contacted, and then also by the classification ¿foreign object/contamination¿. There was a month that included a higher than normal number of complaints; however, this was due to the receipt of the single reported complaint that is being investigated here. Additionally, the results of the above query were further evaluated by date contacted, and then also by a sub-class of ¿unidentifiable material in contact with product¿. There was a month that included a higher than normal number of complaints; however, this was due to the receipt of the single reported complaint that is being investigated here. No negative trend in regards to product quality was identified.

Manufacturer narrative:
As of date (B)(6) 2019, investigation report from product quality complaint group. A brief summary of this citi / full complaint investigation is listed below: reasonably suggest device malfunction: yes. Severity of harm: s5. Product desc: gelfoam sterile dental sponge size 4 x 6, complaint priority: expedited. Complaint class: foreign object/contamination. Complaint sub-class: unidentifiable material in contact with product. Related to potential ae?: yes. Lot-#: x34383. Status: investigation in progress. UDI (if appl): (B)(4). Sample was not requested as potentially biohazardous. Photos not available. Sample retrieval mailer created to return product sample for investigation per site request. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. Additionally, the details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability as the worst case severity for the reported malfunction is s5. Further action by pfizer is not required. Pfizer quality operations examined seven retained reference sample cartons. The cartons were labeled gelfoam, batch x34383, exp 31may2021. No damage was present on the cartons. Six of the cartons contained six peel pouches, labeled gelfoam, lot x34383, exp 31may2021. One carton contained five peel pouches; one pouch had been removed as a part of a previous investigation. An insert was inside each carton. All peel pouches were properly sealed, and no damage was present. No product quality defects were observed. Retain samples were examined and were acceptable. No additional containment actions are required.

Event description:
Infection/ tissue reaction infection [oral infection] , infection/ tissue reaction infection [tissue irritation]. Case narrative:this is a spontaneous report from a contactable healthcare professional on behalf of the dentist (dental assistant), previously reported as a consumer. This dental assistant reported similar events for three patients. This is second of three reports. An (B)(6)-year-old female patient started to receive absorbable gelatin (gelfoam) with device lot number x34383 and expiration date 21may2021 following tooth extraction; route of administration, dosage unspecified. The dental assistant describes sponges as size 4, 4 square centimeters, 2x2, 1/2 square inch, three quarters by three quarters. The upc number was 300090396053. On follow-up , the dental assistant provided upc from envelope of product which reportedly did not match upc of box: 10300090396050. She described the packaging as a box containing envelopes of individual foams; "there was a big envelope and a little envelope that contains the product." There were 12 squares (also described as 12 little gelfoam sponges), with two in a pack, contained in a paper sleeve. It was in a sealed package around gelfoam. The product is double packaged for sterility, 6 packs in two envelopes. There are two envelopes that are not even opened. The patient's medical history was not reported. With respect to concomitant medications, the dental assistant declined to provide any, stating, "none should have affected the healing stages of it." The patient had an infection after using the product for a tooth extraction. The onset date of the event was (B)(6) 2019, considered non-serious by the reporter. The dental assistant reported that since the last shipment received in january, they had no trouble at all; until they had three patients in the last month who all became infected 'and all that.' She indicated that the doctor wanted her to call and check base about the product. She asked if there was any information on whether the product had been on recall. She said that the doctor has done extractions since the adverse events occurred with the patients, and not used gelfoam, with no further events occurring. No infections were reported when the practice stopped using gelfoam. She said there may be nothing wrong with the product, but for them to have three back to back patients that had trouble with infection after extraction, did make them want to find out if could be related. All three patients had gelfoam which came from the same box; and the dental assistant said she does not fill the box back up until all are completely gone. She said in the last two extractions where gelfoam was not used, the patients have been fine. She added that the doctor likes to use the product and is waiting to know if there has been a recall, or something to continue use. The patient was treated for the event with cephalexin (keflex) 500 mg by mouth three times daily. The dental assistant reported that she had not heard back from any of the patients since they started antibiotic treatment, but 'they should be fully healed by now.' With respect to causality, the dental assistant reported there was a reasonable possibility that the event was related to gelfoam, and stated, "yes, not necessarily caused by gelfoam, but 'they' think it is related to the infection. As of (B)(6) 2019, the action taken was unknown. As of (B)(6) 2019, the patient was recovering from the event. Follow-up (14may2019): new information reported from the contactable dental assistant includes: reporter information (initial reporter was a healthcare professional, not a consumer); event data including onset date and treatment, product description/ indication, reporter seriousness and causality assessments. Follow-up (15may2019 & 16may2019): this is a follow-up spontaneous report from product quality complaint. A complaint has been received by pfizer (city name redacted) with reasonable suspicion of a malfunction. Impact to the device: device interferes with wound healing, with an associated worst case severity of s5. The complaint verbatim is as follows: description of complaint: gelfoam product potentially causing ae of infection. Product strength and count size dispensed: unknown, 12 little gelfoam sponges. Hazardous situation (worst case severity s5): product contains foreign particulate matter. Previous mdrs: case may be associated for infection in an ear; case may be associated for irritation around the application site and case may be associated for application site abscess. The complaint is to be evaluated for MDR. Follow-up (17may2019): this is a follow-up report from a contactable healthcare professional and physician, based on information received by pfizer from henry schein inc, hsi control #: (B)(4). The product description was gelfoam dental pak size 4. Lot or serial number: unknown. Event type: division: dental. Product brand product brand: branded product non-(company name). Event type: adverse event. Reportable by hs: no. Product description: gelfoam dental pak size 4. Product information: will affected product be available for evaluation: no. Item description: gelfoam dental pak size 4. Incident information: date of incident: (B)(6) 2019. (B)4). Supplier corrective action request: general information: date of report: 17may2019. Alleged event: customer claims patients contracted bacterial infections after tooth extraction's on 2 male (age (B)(6)) and 1 female (age (B)(6)) patients. The female has multiple allergies and the males have no known allergies. After the extraction's the area in contact with the gelfoam sponge became swollen and infected. All 3 patients were prescribed 500mg of keflex 3x a day. There was no additional medical attention required. The lot number was not able to be provided as the product was already packaged to be returned. Description of adverse event or product quality issue: (e.g. Symptoms or effect, treatment received, quality issue): customer claims patients contracted bacterial infections after tooth extraction's on 2 male (age (B)(6)) and 1 female (age (B)(6)) patients. The female has multiple allergies and the males have no known allergies. After the extraction's the area in contact with the gelfoam sponge became swollen and infected. All 3 patients were prescribed 500mg of keflex 3x a day. There was no additional medical attention required. The lot number was not able to be provided as the product was already packaged to be returned. Follow-up (28may2019): this is a follow-up report received from a product quality complaints group. The site confirms that there was no malfunction in this case. The complaint was escalated to safety due to the severity of the hazard for the complaint being high enough to require that action. Follow-up attempts are completed. No further information is expected. Follow-up (14jun2019): the contactable physician (dentist) reported event of tissue reaction infection, with onset date of 24-48 hours. There was no hospitalization for the event. The patient was treated with cephalexin (keflex) 500 mg thrice daily from (B)(6) 2019 to (B)(6) 2019 for the infection in site. The patient's medical history included increased blood pressure, arthritis, seasonal allergies, low thyroid, and asthma. There was no relevant drug history, no drug or alcohol abuse, and no family medical history. She was allergic to codeine. As of 07may2019, the patient was recovering from the event. The physician reported that the product had a causal effect to the event; and also reported that there was a there a reasonable possibility that the event is related to suspect device. Follow-up attempts are completed. No further information is expected. Follow-up (19jun2019): this is a follow-up spontaneous report based on information received by pfizer from henry schein inc. (Hsi control #: (B)(4)) from a contactable other hcp and physician reported for a female patient. New information included: the affected product will be available for evaluation. Follow-up attempts are completed. No further information is expected. Follow-up (25jun2019): this is a follow-up spontaneous report from product quality complaints. A brief summary of this citi / full complaint investigation is listed below: reasonably suggest device malfunction: yes. Severity of harm: s5. Product desc: gelfoam sterile dental sponge size 4 x 6, complaint priority: expedited. Complaint class: foreign object/contamination. Complaint sub-class: unidentifiable material in contact with product. Related to potential ae?: yes. Lot-#: x34383. Status: investigation in progress. UDI (if appl): (B)(4). Sample was not requested as potentially biohazardous. Photos not available. Sample retrieval mailer created to return product sample for investigation per site request. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. Additionally, the details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability as the worst case severity for the reported malfunction is s5. Further action by pfizer is not required. Pfizer quality operations examined seven retained reference sample cartons. The cartons were labeled gelfoam, batch x34383, exp 31may2021. No damage was present on the cartons. Six of the cartons contained six peel pouches, labeled gelfoam, lot x34383, exp 31may2021. One carton contained five peel pouches; one pouch had been removed as a part of a previous investigation. An insert was inside each carton. All peel pouches were properly sealed, and no damage was present. No product quality defects were observed. Retain samples were examined and were acceptable. No additional containment actions are required. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: the reported event "infection/ tissue reaction infection" did not cause serious injury in this patient. Product (gelfoam) contamination was not clearly reported by the reporting dental assistant and there was no purulent or obvious clinical symptoms/signs or any lab data to support bacterial infection, even oral antibiotics was given to the patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient and result in deterioration in state of health of the patient, if it were to recur. The company conducted an investigation, and no further investigations or actions are suggested at this time. Retain samples were examined and were acceptable. No additional containment actions are required., comment: the reported event "infection/ tissue reaction infection" did not cause serious injury in this patient. Product (gelfoam) contamination was not clearly reported by the reporting dental assistant and there was no purulent or obvious clinical symptoms/signs or any lab data to support bacterial infection, even oral antibiotics was given to the patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient and result in deterioration in state of health of the patient, if it were to recur. The company conducted an investigation, and no further investigations or actions are suggested at this time. Retain samples were examined and were acceptable. No additional containment actions are required.

Manufacturer narrative:
Root cause: pfizer (site city name redacted) quality operations could not determine a probable root cause for the reported complaint related to the (city) production process of the reported batch. Examination of a returned complaint may have aided in identification of a root cause. All reviewed retained reference samples were acceptable in appearance, and no defects were observed. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer site. Impact analysis: quality of batch: acceptable the details of the reported complaint were forwarded to pfizer safety for evaluation due to the worst case severity level of s5 for the reported malfunction, as determined from a review of the device risk file for the product for evaluation of regulatory reportability. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo (city) concludes that there is no impact to the quality of the batch, and the batch remains acceptable. Corrective action: pfizer (city name redacted) quality operations and production have been notified with the details of the reported complaint. No corrective actions were identified as a result of this investigation at the time of this writing. The results of all tests, inspections, and in-process controls have been reviewed and all results met the established requirements prior to the release of the reported batch for distribution. The retained reference samples for the reported batch were found to be acceptable with no quality defects observed. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The details of the complaint have been forwarded to pfiz.

Event description:
Infection/ tissue reaction infection [oral infection]. Infection/ tissue reaction infection [tissue irritation]. Case description: this is a spontaneous report from a contactable healthcare professional on behalf of the dentist (dental assistant), previously reported as a consumer. This dental assistant reported similar events for three patients. This is second of three reports. An 82-year-old female patient started to receive absorbable gelatin (gelfoam) with device lot number: x34383 and expiration date: 21may2021 following tooth extraction; route of administration, dosage unspecified. The dental assistant describes sponges as size 4, 4 square centimeters, 2x2, 1/2 square inch, three quarters by three quarters. The upc number: was 300090396053. On follow-up , the dental assistant provided upc from envelope of product which reportedly did not match upc of box: 10300090396050. She described the packaging as a box containing envelopes of individual foams; "there was a big envelope and a little envelope that contains the product." There were 12 squares (also described as 12 little gelfoam sponges), with two in a pack, contained in a paper sleeve. It was in a sealed package around gelfoam. The product is double packaged for sterility, 6 packs in two envelopes. There are two envelopes that are not even opened. The patient's medical history was not reported. With respect to concomitant medications, the dental assistant declined to provide any, stating, "none should have affected the healing stages of it." The patient had an infection after using the product for a tooth extraction. The onset date of the event was on (B)(6) 2019, considered non-serious by the reporter. The dental assistant reported that since the last shipment received in january, they had no trouble at all; until they had three patients in the last month who all became infected 'and all that.' She indicated that the doctor wanted her to call and check base about the product. She asked if there was any information on whether the product had been on recall. She said that the doctor has done extractions since the adverse events occurred with the patients, and not used gelfoam, with no further events occurring. No infections were reported when the practice stopped using gelfoam. She said there may be nothing wrong with the product, but for them to have three back to back patients that had trouble with infection after extraction, did make them want to find out if could be related. All three patients had gelfoam which came from the same box; and the dental assistant said she does not fill the box back up until all are completely gone. She said in the last two extractions where gelfoam was not used, the patients have been fine. She added that the doctor likes to use the product and is waiting to know if there has been a recall, or something to continue use. The patient was treated for the event with cephalexin (keflex) 500 mg by mouth three times daily. The dental assistant reported that she had not heard back from any of the patients since they started antibiotic treatment, but 'they should be fully healed by now.' With respect to causality, the dental assistant reported there was a reasonable possibility that the event was related to gelfoam, and stated, "yes, not necessarily caused by gelfoam, but 'they' think it is related to the infection. As of on (B)(6) 2019, the action taken was unknown. As of on (B)(6) 2019, the patient was recovering from the event. Follow-up (14may2019): new information reported from the contactable dental assistant includes: reporter information (initial reporter was a healthcare professional, not a consumer); event data including onset date and treatment, product description/ indication, reporter seriousness and causality assessments. Follow-up (15may2019 & 16may2019): this is a follow-up spontaneous report from product quality complaint. A complaint has been received by pfizer (city name redacted) with reasonable suspicion of a malfunction. Impact to the device: device interferes with wound healing, with an associated worst case severity of s5. The complaint verbatim is as follows: description of complaint: gelfoam product potentially causing ae of infection. Product strength and count size dispensed: unknown, 12 little gelfoam sponges. Hazardous situation (worst case severity s5): product contains foreign particulate matter. Previous mdrs: case may be associated for infection in an ear; case may be associated for irritation around the application site and case may be associated for application site abscess. The complaint is to be evaluated for MDR. Follow-up (17may2019): this is a follow-up report from a contactable healthcare professional and physician, based on information received by pfizer from henry schein inc, hsi control #: 94566. The product description was gelfoam dental pak size 4. Lot or serial number: unknown. Event type: division: dental. Product brand product brand: branded product non-(company name). Event type: adverse event. Reportable by hs: no. Product description: gelfoam dental pak size 4. Product information: will affected product be available for evaluation: no. Item description: gelfoam dental pak size 4. Incident information: date of incident: on (B)(6) 2019. Problem code: 1735 (infection, bacterial). Supplier corrective action request: general information: date of report: on (B)(6) 2019. Alleged event: customer claims patients contracted bacterial infections after tooth extraction's on 2 male (age 70 & 69) and 1 female (age 82) patients. The female has multiple allergies and the males have no known allergies. After the extraction's the area in contact with the gelfoam sponge became swollen and infected. All 3 patients were prescribed 500mg of keflex 3x a day. There was no additional medical attention required. The lot number was not able to be provided as the product was already packaged to be returned. Description of adverse event or product quality issue: (e.g. Symptoms or effect, treatment received, quality issue): customer claims patients contracted bacterial infections after tooth extraction's on 2 male (age 70 & 69) and 1 female (age 82) patients. The female has multiple allergies and the males have no known allergies. After the extraction's the area in contact with the gelfoam sponge became swollen and infected. All 3 patients were prescribed 500mg of keflex 3x a day. There was no additional medical attention required. The lot number was not able to be provided as the product was already packaged to be returned. Follow-up (28may2019): this is a follow-up report received from a product quality complaints group. The site confirms that there was no malfunction in this case. The complaint was escalated to safety due to the severity of the hazard for the complaint being high enough to require that action. Follow-up attempts are completed. No further information is expected. Follow-up (14jun2019): the contactable physician (dentist) reported event of tissue reaction infection, with onset date of 24-48 hours. There was no hospitalization for the event. The patient was treated with cephalexin (keflex) 500 mg thrice daily from on (B)(6)2019 for the infection in site. The patient's medical history included increased blood pressure, arthritis, seasonal allergies, low thyroid, and asthma. There was no relevant drug history, no drug or alcohol abuse, and no family medical history. She was allergic to codeine. As of on (B)(6) 2019, the patient was recovering from the event. The physician reported that the product had a causal effect to the event; and also reported that there was a there a reasonable possibility that the event is related to suspect device. Follow-up attempts are completed. No further information is expected. Follow-up (19jun2019): this is a follow-up spontaneous report based on information received by pfizer from henry schein inc. (Hsi control #: 94566) from a contactable other hcp and physician reported for a female patient. New information included: the affected product will be available for evaluation. Follow-up attempts are completed. No further information is expected. Follow-up (25jun2019): this is a follow-up spontaneous report from product quality complaints. A brief summary of this citi / full complaint investigation is listed below: reasonably suggest device malfunction: yes. Severity of harm: s5. Product desc: gelfoam sterile dental sponge size 4 x 6, complaint priority: expedited. Complaint class: foreign object/contamination. Complaint sub-class: unidentifiable material in contact with product. Related to potential ae?: yes. Lot-#: x34383. Status: investigation in progress. UDI (if appl): (B)(4). Sample was not requested as potentially biohazardous. Photos not available. Sample retrieval mailer created to return product sample for investigation per site request. The details of the reported complaint have been forwarded to the medical device combination product (mdcp) team for evaluation. Additionally, the details of the complaint have been escalated to pfizer us safety for evaluation of regulatory reportability as the worst case severity for the reported malfunction is s5. Further action by pfizer is not required. Pfizer quality operations examined seven retained reference sample cartons. The cartons were labeled gelfoam, batch: x34383, exp: 31may2021. No damage was present on the cartons. Six of the cartons contained six peel pouches, labeled gelfoam, lot: x34383, exp: 31may2021. One carton contained five peel pouches; one pouch had been removed as a part of a previous investigation. An insert was inside each carton. All peel pouches were properly sealed, and no damage was present. No product quality defects were observed. Retain samples were examined and were acceptable. No additional containment actions are required. Follow-up attempts are completed. No further information is expected. Follow-up (28jun2019): this is a follow-up report received from product quality complaints. A complaint has been received by pfizer (city redacted) with reasonable suspicion of a malfunction. Impact to the device: device interferes with wound healing, with an associated worst case severity of s5. Hazardous situation (worst case severity s5): product contains foreign particulate matter hazard number: h03-03. Previous MDR: a case (number not provided) may be associated for infection in an ear; a case (number not provided) may be associated for irritation around the application site, and a case (number not provided) may be associated for application site abscess. The complaint is to be evaluated for MDR. Batch-expiry year: 2021; batch-expiry month: 05. Related lot#: x34455; related lot#: x34456. Root cause: pfizer (site city name redacted) quality operations could not determine a probable root cause for the reported complaint related to the (city redacted) production process of the reported batch. Examination of a returned complaint may have aided in identification of a root cause. All reviewed retained reference samples were acceptable in appearance, and no defects were observed. A review of all other records, including manufacturing records and quality inspections, for this product indicated that this batch had met established requirements at the time of release. It is unknown how the sample was handled, stored, or used after leaving the pfizer site. Impact analysis: quality of batch: acceptable. The details of the reported complaint were forwarded to pfizer safety for evaluation due to the worst case severity level of s5 for the reported malfunction, as determined from a review of the device risk file for the product for evaluation of regulatory reportability. Additionally, the details of the complaint have been forwarded to the mdcp team for review. Based upon the results of this investigation, pgs-qo (city redacted) concludes that there is no impact to the quality of the batch, and the batch remains acceptable. Corrective action: pfizer (city redacted) quality operations and production have been notified with the details of the reported complaint. No corrective actions were identified as a result of this investigation at the time of this writing. The results of all tests, inspections, and in-process controls have been reviewed and all results met the established requirements prior to the release of the reported batch for distribution. The retained reference samples for the reported batch were found to be acceptable with no quality defects observed. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The details of the complaint have been forwarded to pfizer safety for evaluation of regulatory reportability, and forwarded to the mdcp team for review. Further action by pfizer (city name) is not required. Trend/ complaint history: lot-specific trend identified: no. Batch specific trend review: n/a. Complete: acceptable. Other trend assmt. & rationale: medical device component trend review: complete acceptable. Batch specific trend review: complete acceptable. Medical device trend analysis: complete acceptable. Medical device report review: complete acceptable. The complaint history for products with the product category defined as 'absorbable. Material foam' has been reviewed. The following parameters were used: product category: absorbable material foam. Time period: 14may2016 - 14may2019. Complaint classification: foreign object/contamination. The results of the above query were further evaluated by date contacted, and then also by the classification 'foreign object/contamination.' There was a month that included a higher than normal number of complaints; however, this was due to the receipt of the single reported complaint that is being investigated here. Additionally, the results of the above query were further evaluated by date contacted, and then also by a sub-class of 'unidentifiable material in contact with product.' There was a month that included a higher than normal number of complaints; however, this was due to the receipt of the single reported complaint that is being investigated here. No negative trend in regards to product quality was identified. Company clinical evaluation comment: the reported event "infection/ tissue reaction infection" did not cause serious injury in this patient. Product (gelfoam) contamination was not clearly reported by the reporting dental assistant and there was no purulent or obvious clinical symptoms/signs or any lab data to support bacterial infection, even oral antibiotics was given to the patient. This is a single potential device malfunction which has a theoretical risk to cause serious injury to patient and result in deterioration in state of health of the patient, if it were to recur. The company conducted an investigation, and no further investigations or actions are suggested at this time. Retain samples were examined and were acceptable. No additional containment actions are required. Amendment: this follow-up report is being submitted to amend previously reported. Information: product problem checked on the medwatch information page.